Event description:
Persistent, severe, unexplainable pain in lower abdominal (right side and center specifically), radiating into lower back pain first noticed in 2009. Approx one year after placement of essure. Other associated problems: painful intercourse, irregular menstruation (before implant placement, "clock-work" regular, significant weight gain, extreme fatigue, headaches, and nausea. These symptoms have been persistent, with no relief for six years. Regular trips taken to gyn and gastro physicians, neither of who can find a diagnosable issue. To physician, the symptoms are "unexplainable." Symptoms have affected "she's" everyday living. Dates of use: since 2009, still using. Diagnosis or reason for use: sterilization.